Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia with complications coincident with automated peritoneal dialysis (apd) therapy. The complications were not further identified. The cause of the hernia was unknown. The patient was hospitalized for the event. On an unknown date, the patient underwent a surgical procedure to repair the hernia. Action taken with dianeal therapy remained ongoing. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed a previous complaint, however, there was no device malfunction identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.